Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a syringe empty message occurred when 17ml of dilaudid remained in the syringe. Although requested additional information has not been received. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: 35ml monoject, therapy date: (B)(6) 2016. The customer¿s report that a syringe empty message occurred although 17ml of the drug dilaudid remained in the syringe could not be confirmed. Physical inspection noted the device to be in good condition with the instrument seal intact. No issues or anomalies were observed. The pcu event log was not received so specific key presses and programming parameters could not be identified. Analysis of the pca event log showed no syringe empty alarm at the reported incident time of 9:00 pm on (B)(6) 2016. The log indicated that on (B)(6) 2016 at 1:09 pm the pca alarmed ¿syringe empty¿. At 1:15 pm the pca infusion was restarted with a terumo 30ml syringe selected with a volume recorded of 25.9089ml. Between 2:19 pm and 8:57 pm 13 pca requests were made with each delivering 1 ml. At 8:57 pm the door was opened and a check syringe alarm was induced suggesting a possible removal of the syringe. No syringe empty alarm occurred. The calculated volume infused was recorded as 13ml indicating 12.9089ml would have remained in the syringe. At 8:58 pm a monoject 35ml syringe was installed and selected with a recorded volume of 30.561ml. One pca request was made, delivering 1ml. The door was opened and a check syringe alarm was induced suggesting a possible removal of the syringe. No syringe empty alarm occurred. The calculated volume infused was recorded as 1ml indicating 29.561ml would have remained in syringe. No further usage of the pca was logged for the incident date of (B)(6) 2016. Testing was performed and the device passed all accuracy measurements. The root cause for the customer¿s report was not identified.